Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 4am, the patient was sleeping when the patient¿s husband noticed the patient was unresponsive and stared at him blankly with no reaction. The patient¿s cgm value was reading low mg/dl. However, it was reported the cgm mobile app did not alert the patient to notify her of her hypoglycemic state. A bg meter comparison value was not taken at this time. The patient was wearing a tandem insulin pump. Emergency medical services (ems) was called and while waiting, the patient was given peanut butter, juice, and glucose tablets. Once ems arrived, the patient¿s cgm was reading low mg/dl and the bg meter reading was 42 mg/dl. The patient eventually regained consciousness after treatment. She was given oral dextrose by ems but then vomited. The patient¿s bg meter reading increased from 70 mg/dl to 80 mg/dl to 100 mg/dl. Cgm comparison values were reported to be ¿close to the bg meter readings¿, however, no specific values were reported. When ems left the patient, the patient felt cold and shaky. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: type of investigation - additional h6: investigation findings h6: investigation conclusion.

Event description:
Data was provided for evaluation. A review of the data for 10/23/2025 around 4:00 am indicates that the estimated glucose values (egvs) were above 180 mg/dl on tx 632173920691 and therefore this does not appear to be the actual event time not the reported transmitter (517422092618). The time of the event appears to be in the morning of 10/24/2025 between 12:00 am and 5:00 am. At 12:00 am the egvs hit 53 mg/dl which triggered an urgent low alert. This alert started out at 30 percent audio volume, then progressed to 50 percent followed by 100 percent audio volume. The urgent low alert repeated every 5 minutes until 5:05 am when the egvs rose to the low alert level and a low glucose alert was triggered. The low glucose alert was acknowledged at 5:16 am. All alerts were found to have performed as intended. The allegation and probable cause is undetermined. No additional patient or event information is available.